Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. Her blood glucose levels were around 40 mg/dl. She received multiple no delivery alarms. As a result the customer did not wear her insulin pump for the weekend. The product was not returned. Nothing further to report.